Manufacturer narrative:
UDI - not required for the reported product code/lot number combination. Mfg date: device manufacturer date: 10/15/2016 thru 10/16/2016. The actual device and an unused sample were returned to the manufacturing facility for evaluation. Visual inspection revealed that the tip of the inner needle was not fully shielded by its safety cover and the safety cover revealed no defects. Needle pulling resistance test was conducted 10 times using both the actual sample and the unused and all samples passed. This confirmed that the safety cover activated and the inner needle was shielded normally. Additionally the cover was examined under magnification and reveled no defects. The unused sample was activated five times to observe proper shielding performance of the inner needle. This confirmed that the safety cover activated and the inner needle was shielded normally. A review of the manufacturing inspection records was conducted with no relevant findings. A search of the complaint file found no other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026. All available information has been placed on file in quality assurance for tracking, trending, and follow up.

Event description:
The user facility reported that upon removing the inner-needle from the patient, the safety cover did not properly shield the tip as intended. Follow up communication with the user facility reported: the product was used as it was and the catheter was successfully placed into the vessel; the patient was reported to be fine and no health injury reported.